Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illnesses. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent breast augmentation primary with mentor memorygel breast, 500cc silicone implant experienced right-sided rupture and unexplained systemic symptoms postoperatively including hair loss, pain, feeling difficulty in living. As a result, patient underwent bilateral removal without replacements on (B)(6) 2021. This report relates to the left prosthesis.

Manufacturer narrative:
Device video evaluation completed on (B)(6) 2021: upon visual evaluation of the video provided in the complaint, the smooth hpg, 500ccbreast implant was observed with no apparent damage or visual anomalies. Scar tissue was noted in the video. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Per information came with the device video indicated that date of event was on (B)(6) 2015. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2021 additional information received indicated that the patient also experienced bilateral capsular contracture grade IV, and ruptured found at surgery. The patient also had bilateral capsulectomy. Manufacturer¿s reference number: (B)(4).